Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the issue with the ventilator involved an alarm indicating a disconnect despite proper connections. Specific details regarding patient parameters, circuit configurations, and oxygen levels were requested but not provided. Despite checking the connection ports and finding no abnormalities, the patient's blood oxygen saturation did not increase. The diagnostic report and any codes shown on the unit were not available. After the hospital equipment department restarted the ventilator, it resumed normal operation without any personal injury. The device passed performance specification testing post-repair and is currently back in service. No components were replaced during this process, and further details regarding any parts were not supplied. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient with left lung cancer was given a critical condition notice according to medical advice, and continuous monitoring of ECG and blood oxygen saturation was conducted. On (B)(6) 2025, non-invasive ventilatory support treatment was administered as per medical instructions. After the nurse connected the tubing and the doctor adjusted the parameters, the ventilator alarm indicated that the patient's connection had been disconnected. Upon inspection, all connection ports were found to be normal, but the patient's blood oxygen saturation did not increase. The ventilator was immediately replaced with another non-invasive ventilator, which functioned properly, resulting in an increase in the patient's blood oxygen levels. Fortunately, there was no adverse impact on the patient. Investigation is ongoing.